Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick female external catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had urinary tract infection and wanted to wait before using again so stopped using the purewick urine collection system for a while . It was unknown if the device contributed to urinary tract infection and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had urinary tract infection and wanted to wait before using again so stopped using the purewick urine collection system for a while. It is unknown if the device contributed to urinary tract infection and medical intervention was unknown.

Event description:
It was reported that the patient had urinary tract infection and wanted to wait before using again so stopped using the purewick urine collection system for a while. It was unknown if the device contributed to urinary tract infection and medical intervention was unknown. Per customer via phone on (B)(6) 2021, stated that the suction was not strong enough to pull the urine away so the patient was sitting in the urine. The customer believed that this was caused to the urinary tract infection and the infection was treated with prescribed antibiotics and the unit was only in use for about a month and the customer added that during this time, barely felt the suction but could hear the motor running.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to ¿inadequate component selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the pure wick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the pure wick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a pure wick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU. Caution: it is important that the port connections be connected correctly and securely for proper operation of the pure wick¿ urine collection system". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.